Event description:
It was reported that the patient was experiencing inadequate pain relief and patients spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the leads remain implanted and in use.